Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a stomach biopsy procedure performed on (B)(6), 2011. According to the complainant, after advancing the forceps through the scope, the jaws were opened, but could not be closed. Therefore, the scope and device were removed from the patient in tandem and the procedure was completed with another radial jaw 4 biopsy forceps device. The account reported that the device was inspected/tested prior to use; no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a stomach biopsy procedure performed on (B)(6), 2011. According to the complainant, after advancing the forceps through the scope, the jaws were opened, but could not be closed. Therefore, the scope and device were removed from the patient in tandem and the procedure was completed with another radial jaw 4 biopsy forceps device. The account reported that the device was inspected/tested prior to use; no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good

Manufacturer narrative:
A visual examination of the returned device found the device was cut at the distal end. Only the distal part of the device with the jaws was returned and the clevis arms were bent. Functionally, the returned unit was not tested due to the sample return condition. No abnormalities were noted with the device riveting and welding which were within specifications. Due to the condition of the returned incident device the complaint could not be confirmed. However, the bent clevis arms could interfere with jaws ability to close. The most probable root cause is operational context due to excessive force applied to the device because of anatomical or procedural factors limiting the device performance. A device history record was performed; no anomalies were noted. (B)(4).

Manufacturer narrative:
The patient ID, age, and weight are unknown. However, the patient was reported to be over 18 years old. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).